Event description:
The patient had been hearing an alarm for the last 2-3 days. The patient's spasticity was still controlled, but patient had a lot of anxiety due to the pump alarms. The pump was interrogated and multiple motor stalls and recoveries were recorded in the event logs; the final stall in 2009 did not recover. The pump was replaced. The patient was doing fine following the replacement. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and manufacturer representative via hcp. It was reported that the patient was receiving baclofen at 945.0 mcg/ml and 235.99 mcg/day. The patient was immediately sent to the emergency room for the critical alarm going off. Pump logs showed a motor stall occurred (B)(6) 2009 at 11:10 am with recovery (B)(6) 2009 at 7:33 am; motor stall occurred (B)(6) 2009 12:59 pm with recovery 3:02 pm; motor stall occurred (B)(6) 2009 12:40 am with recovery 9:47 pm; motor stall occurred (B)(6) 2009 11:21 pm with no recovery noted. The patient did not recently have an MRI (magnetic resonance imaging). The patient's refill was not due for another month. The pump was replaced on (B)(6) 2009 in the operating room and would be sent back to the manufacturer for analysis. The current status of the pump was unknown at the time of this report. The patient had no return of symptoms during the motor stalls. The patient experienced symptoms including anxiety as that had never happened to the patient and nausea, thought to be because of the anxiety. The cause of the stall was not known. The patient's weight at the time of the event was (B)(6) lbs. No further complications were reported.